Manufacturer narrative:
Follow-up #1: date of submission 06/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/08/2015 with the following findings: the returned battery cap and test cartridge cap were used to complete investigation. A review of the last basal delivery was on 05/06/2015 at 11:17am. A ¿call service (cs) 162¿ warning was unacknowledged for 24 hours prior due to the active basal program being manually cleared which was reflected by a ¿cs244¿ on 05/07/2015 at 10:20am. The pump was never primed afterwards. No power on reset events were observed. A review of the black box revealed a ¿cs128¿ alarm as a result of 4 days of an unacknowledged ¿cs241¿ empty active basal program on 05/11/2015 at 4:17 pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no damage found to the battery compartment or battery cap. The battery cap secured tightly to the pump. During evaluation, the battery cap was fastened and then unscrewed ½ turn with no reboots. There were no power interruptions or any errors, alarms or warnings that occurred during evaluation. All current draws were found to be within specification. The pump¿s cover was removed; there were no intermittent conditions found to power pcb or to the cgm module. ¿cs128¿ alarms were simulated with a power supply; the pump emitted the appropriate audible and visible replace battery alert at the correct voltage threshold. The device performed within specification and the reported "power issue" complaint was unable to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (power issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).